Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and stimulation sensation 2 to 3 weeks ago. It was noted that the pt fell 2 weeks ago on some ice, but it was unsure if the loss of stimulation correlated with the fall. The pt's device was off and when it was turned on he could not feel any stimulation. The pt was at home and was re-directed to his healthcare professional. Further info was requested from the healthcare professional.